Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00v diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. The day after surgery, it was reported that an unexpected post-operative refraction occurred with the implanted lens. The patient's visual acuity was around 20/50 and would remain about the same even if vision correction was done. Visual acuity was 0.4 corrected with astigmatism 1.0 diopter. The patient complained of it being hard to see at all distances compared to before the operation. Reportedly, the patient has a past medical history of mild epiretinal membrane (erm) macular lamina propria. The patient's pre-operative visual acuity was 0.2 astigmatism with 0.5 diopter 50 degrees oblique astigmatism. Therefore, the lens was explanted and replaced with a non-amo lens. It was noted that post replacement the it is easier to see and comfortable. The patient had no complaints. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/22/2018. Device returned to manufacturer? Yes. The sample was returned to the manufacturer. Visual inspection was performed. Lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.